Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that weight gain occurred after an MRI. The patient reports they experienced little shocks during MRI on aug 12th. Pt confirmed ins was on MRI mode and therapy was off when this occurred. It was noted they were having an MRI of the hip.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.